Manufacturer narrative:
Tech found that there was folding and catch marks at the end of the strap suggesting that the strap was incorrectly caught around the motor. Also the bolt that helps secure the end of the strap to the motor was not as tight as required. Replaced the lift strap and pressure switch to resolve this issue.

Event description:
While lowering the multirall over a pt, the lift stopped working and was not responding to the controls. Suddenly, it dropped down about 6". A staff member alleged back pain in taking action to prevent it hitting a pt. Unit has been taken out of use until it is checked by the installation engineer.